Event description:
It was reported the patient is experiencing persistent pain at her ipg pocket site. She is scheduled for surgical intervention to relocate her ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.